Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for an evaluation. A review of the device history record indicates the device met all inspection and test criteria prior to release. The device was visually inspected and a kink was found distal to the transition point. The device was functionally inspected and found to have electrical isolation failure. Therefore, the most likely root cause is electrical isolation failure as a result of mishandling, including shipping and storage conditions, subsequent to distribution from stryker. Inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. Electrical performance could be affected if the proximal handle, pig tail or cable connector are immersed in fluids. Confirm that the thumbknob is pulled back completely before insertion and that the loop-contraction mechanism is not activated, ensuring minimal tension to the nitinol loop. Adjust the loop diameter with the handle grip. Contract the loop by rotating the handle to the right, relax/expand the loop by rotating the handle to the left. Adjust the radius of curvature as necessary by manipulating the thumbknob. Curve the catheter tip by pushing the thumbknob forward; straighten the catheter tip by pulling the thumbknob back. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that there was noise on the device. There was no patient injury, medical intervention, or extended procedure time reported.